Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Due to the patient being pacer dependent, a revision procedure was performed and it was surgically abandoned and replaced. No additional adverse patient effects were reported.